Event description:
Case description: investigation result: name: novopen4, batch: jvgt347. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Foreign matter on pen parts (internal or external) was causing high dose force or blocking of the function of the pen when attempting to set or inject a dose. The fault was caused by accidental damage to the device during use. The pen blocked when it was attempted to expel a set dose. Microscopic examination performed. Foreign matter was observed in the pen mechanism. Since last submission the case has been updated with the following -investigation results updated -device available for investigation updated -device tab: is non reportable updated to no -EU/ca tab: expected date of follow up removed and final report was ticked -device addendum: annex b c d g codes updated -CAPA comment updated in eol -narrative updated accordingly. Final manufacturer comment: 07-oct-2025: following a detailed investigation of the returned novopen 4 device, it was confirmed that the presence of foreign matter on the pen components led to a mechanical blockage, which in turn affected the ability to dial the intended dose. The foreign matter is consistent with accidental damage sustained during regular patient use. No manufacturing defect was identified, and the device otherwise met all specification requirements at the time of release. H3 continued: evaluation summary name: novopen4, batch: jvgt347 visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Foreign matter on pen parts (internal or external) was causing high dose force or blocking of the function of the pen when attempting to set or inject a dose. The fault was caused by accidental damage to the device during use. The pen blocked when it was attempted to expel a set dose. Microscopic examination performed. Foreign matter was observed in the pen mechanism.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] pen's push button stiffed [device mechanical issue] insulin wasn't stored at room temperature 20-25-degree celsius [product storage error]. Case description: study ID: (B)(6)-novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's weight: 97 kg. Patient height: around 167-168 (units not reported). Body mass index was not reported. This serious solicited report from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" beginning on (B)(6) 2025 , "pen's push button stiffed(device mechanical jam)" with an unspecified onset date , "insulin wasn't stored at room temperature 20-25-degree celsius(product storage error temperature too high)" with an unspecified onset date and concerned a 61 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (dose: 60 iu, qd (40 u at morning and 20 u at night)) from unknown start date and ongoing for "diabetes mellitus", dosage regimens: novopen 4: mixtard 30 hm penfill: current condition: diabetes (from 10 years ago but did not know type1 or type 2), hypertension. Historical device: novopen 4 (non codable). Concomitant medications included - erastapex trio(amlodipine besilate, hydrochlorothiazide, olmesartan medoxomil), concor(bisoprolol fumarate). On an unknown date 10 years ago patient started using mixtard penfill. On an unknown date in (B)(6) 2025 patient suffered from hyperglycemia from 5 days or 1 week because of novopen 4 technical issue which was specified that the novopen 4's push button stiffed. Patient mentioned that the blood glucose level (blood glucose) sometimes reached to 700 mg/dl. On an unknown date, patient stated that she had bgl (blood glucose level) (blood glucose) test and the result was 138 mg/dl, and her blood glucose was adjusted to normal level and on an unknown date in (B)(6) 2025 her bgl results were 600 and 700 mg/dl the patient was clearly explained of product usage by the physician at the time of prescribing. The needle was attached to the pen in 180-degree angle. The insulin in used was not stored at room temperature 20-25-degree celsius. So, she was advised with the storage condition correctly. The patient changed from another novopen to current novopen 4. The patient was the operator of the novopen 4 at the time of the event. The patient was trained in product usage process batch numbers: novopen 4: jvgt347 mixtard 30 hm penfill: nr7ss65; action taken to novopen 4 was not applicable action taken to mixtard 30 hm penfill was reported as no change. Event abated after use stopped or dose reduced for mixtard doesn't apply. Event reappeared after reintroduction of mixtard doesn't apply. The outcome for the event "hyperglycemia(hyperglycemia)" was not yet recovered. The outcome for the event "pen's push button stiffed(device mechanical jam)" was not yet recovered. The outcome for the event "insulin wasn't stored at room temperature 20-25-degree celsius(product storage error temperature too high)" was not reported. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia) : unknown pen's push button stiffed(device mechanical jam) : unknown insulin wasn't stored at room temperature 20-25-degree celsius (product storage error temperature too high) : unknown. Company's causality (novopen 4) - hyperglycemia(hyperglycemia) : possible pen's push button stiffed(device mechanical jam) : possible insulin wasn't stored at room temperature 20-25-degree celsius(product storage error temperature too high) : possible. Reporter's causality (mixtard 30 hm penfill) - hyperglycemia(hyperglycemia) : unknown pen's push button stiffed(device mechanical jam) : unknown insulin wasn't stored at room temperature 20-25-degree celsius(product storage error temperature too high) : unknown. Company's causality (mixtard 30 hm penfill) - hyperglycemia(hyperglycemia) : possible pen's push button stiffed(device mechanical jam) : possible insulin wasn't stored at room temperature 20-25-degree celsius(product storage error temperature too high) : possible. References included: reference type: e2b company number reference ID#: (B)(4) reference notes.